Event description:
According to the available information during the process of cylinders and pump preparation, when pumping water into the pair of cylinders there was a strange sound compared to previous uses. The doctor changed to a different device.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with the either cylinder 1 or cylinder 2. The information received indicated the device was making a strange sound, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information during the process of cylinders and pump preparation, when pumping water into the pair of cylinders there was a strange sound compared to previous uses. The doctor changed to a different device.